Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt r1 component of the ECG "a" cable damaged. The root cause for damaged r1 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.